Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during yearly maintenance it was found that the mobile power unit (mpu) had damaged pins. The mpu was set to be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged pins in the mobile power unit (mpu) was unable to be confirmed. The heartmate mpu (serial number (B)(6)) was inspected at the european distribution center (edc). Visual inspection did not reveal damage to the pins in the patient cable. The mpu booted up without issue. The unit was functionally tested and operated as intended. The device was planned to be scrapped. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. C) section 8 ¿ equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 ¿ ¿equipment maintenance¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook, section 6 ¿ "equipment maintenance", describes how to care for and clean all equipment, including the mpu patient cable. Section c, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.